Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.

Event description:
Physician reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3 aware date for supplemental medwatch #1. The aware date should have been listed as 14/jun/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported right side capsular contracture baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4

Event description:
Physician reported, right side capsular contracture, baker grade iii. And rupture. Device has been explanted and replaced.